Event description:
It was reported via repair work order that the brakes would not lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the brakes were not holding due to worn brake cams.

Event description:
It was reported via repair work order that the brakes would not lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.